Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was part of the shortened replacement window advisory, originally communicated (B)(6) 2007, had a monitoring battery voltage of 2.65 v after 25 months of implant.

Manufacturer narrative:
No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. Approximately 29 months later this device was explanted and successfully replaced. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.